Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and experienced limb ischemia. While on support, after removing the peel away sheath and inserting the repositioning sheath, it was noted that the patient¿s left pedal pulses were not dopplerable. After a few attempts at unsuccessful retrograde access, fluoroscopy of the leg was completed, and no flow was noticed. The decision was made to explant the impella cp, which was completed with no issue, and the patient was taken to a hybrid room for an impella 5.5 device placement. The patient was noted as stable thereafter.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).